Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2003; d224trk, ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead exhibited high, unstable thresholds and the left ventricular (lv) lead exhibited unstable thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.